Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.¿

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced vomiting, confusion, and extreme weakness (had no strength). At that time, the sensor showed an urgent low reading (unspecified low value). The patient self treated by first drinking orange juice, and when the cgm readings did not increase, proceeded to adminster glucagon. After some time, she continued to experience the same symptoms, performed a fingerstick, and the blood glucose reading was around 300 mg/dl and eventually rose to around 500 mg/dl. The cgm reading was still ¿low¿ at that time. When the ambulance arrived, another fingerstick was taken and the blood glucose reading was high, while the cgm device continued to display an urgent low alert. The paramedics treated the patient with intravenous fluids, and the patient was brought to the hospital. Upon arrival at the hospital, the blood glucose reading was between 500¿600 mg/dl. She had no sensor readings available at that time, as she did not bring her receiver. The patient experienced diabetic ketoacidosis. The patient was unable to provide further details regarding treatment. No further medication was reported and the patient was discharged after spending 4 days at the hospital on (B)(6) 2026. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.